Manufacturer narrative:
An analysis was conducted and it states that based on the topography of the fracture surface, the implant was subjected to moderate dynamic bending loads and torsional loads. Constantly alternating loads led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the lcp. The plate could not resist the applied force which finally led to the material overload and fatigue failure. There was no evidence of material or manufacturing defects. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent treatment for a fracture non-union on (B)(6) 2013. Post-operatively, the plate broke. The plate was fixated with 8 locking screws and 1 cortex screw through the fracture line, which were removed intact. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Original implant date unknown. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.